Event description:
Additional information stated, the cause of the event was the battery was found to be at its end of life when interrogated and the healthcare provider could not get a reading. It was also noted the patient had a return of tremors. It was reported the patient had their battery replaced on (B)(6) 2013 and only required out-patient hospitalization.

Event description:
It was reported the patient had a sudden return of symptoms the night before report. It was stated the patient usually shut the device off at night and on this occasion "it wouldn't do anything." It was stated the patient's head and hands were shaking, and "pretty much it's the whole body" that was shaking. Troubleshooting with the patient programmer did not resolve the issue, and the patient was unable to turn the device back on. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID 3387-40, lot# l48622, implanted: (B)(6) 1998. Product type: lead. (B)(4).